Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510(k) den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the hemospray lot was reviewed. The hemospray device history record contains nonconformances that could potentially be related to unable to spray. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemostatic endoscopic hemospray. The device was set up and inserted into the endoscope but failed to fire. Another hemospray was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a hemostasis procedure, the physician used a cook hemostatic endoscopic hemospray. The device was set up and inserted into the endoscope but failed to fire. Another hemospray was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding common device name- suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510(k) den170015. Investigation evaluation: two devices were included in the return. Both devices were returned in sealed trays from the lot number provided in the report. The labels match the product returned. The device used in the reported occurrence was not returned. For device #1 (sealed, unused), our laboratory evaluation of the product said to be involved could not confirm the report. The device was sealed in the original packaging, therefore all components were included in the return. The device state was as intended. When activated and tested, the device sprayed as intended with and without the catheters. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide (co2) cartridge and regulator (lance and o-ring) confirms the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. For device #2 (sealed, unused), our laboratory evaluation of the product said to be involved could not confirm the report. The device was sealed in the original packaging, therefore all components were included in the return. The device state was as intended. When activated and tested, the device sprayed as intended with and without the catheters. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history records for the hemospray lot was reviewed. The hemospray device history record contains nonconformances that could potentially be related to unable to spray. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The unused devices returned from the same lot functioned as intended and could not be confirmed as unable to spray. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.